Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic nephrectomy procedure, when the surgeon placed the staple on the tissue and trying to lock the jaws, the jaws could not be locked tightly. They then used another reload to resolve the issue in order to complete the case. There was no patient injury.